Event description:
It was reported that, during intraoperative use while the device tablet was connected to a patient, the rso2 oximetry baseline reading remained persistently low at 15% and did not increase, and there was concern that the reading was abnormally low. The preamp was swapped and the tablet was restarted, but the rso2 reading remained 15%. Troubleshooting suggestions included trying the sensor on the forearm or another area with muscle close to the surface to assess whether readings increased (expected 50¿70 rso2) and using a field test device to confirm functional readings. No patient complications or harms were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.